Event description:
The event is reported as: the surgical incisions could not be closed with the staples securely. When the visistat skin staplers were fired away from the patient in the operating room to test the function, the staples were found.

Manufacturer narrative:
It is unknown if the device sample is available for evaluation. The results of the investigation are not available at the time of this report.